Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported unspecified inaccurate readings received from the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, weakness, trembling, sweating, anaphylactic shock, and unable to self-treat. The on-call hospital service was called and upon arrival, a healthcare professional administered unspecified intravenous treatment to the customer. A laboratory glucose reading of 68 mg/dl was reported however, it is unknown when these readings were obtained in relation to the reported medical event. There was no report of death or permanent impairment associated with this event.